Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4). Additional information received from the account indicates that the product involved is not a covidien product.